Event description:
During surgery, after placing the tranverse connector near at c3, the surgeon made the final tightening using counter torque tube and the torque wrench and confirmed the torque was 3 nm; however, a part of the transverse connector broke. The surgeon addressed that his surgical technique was performed as usual.

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as supplemental report.